Event description:
It was reported that the customer's insulin pump damage to the battery compartment. Customer's blood glucose level at the time 232mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Severely stripped battery cap coin slot noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and broken battery tube threads. Unable to perform displacement test due to blank display. Blank display due to severely corroded battery tube and battery cap contacts.